Event description:
The customer reported approximately 20 mls of clear fluid leaked underneath the coulter lh 750 hematology analyzer. The leak was not contained within the instrument. The customer was wearing personal protection equipment (ppe) consisting of gloves and a lab coat at the time of the occurrence. There was no reported exposure to mucous membranes or open wounds. No erroneous results were generated in connection with the reported event. There was no death, injury, or affect to user or to patient treatment attributed to this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse observed a leak from the lower sheath restrictor tubing near the differential mix chamber. The fse observed the tubing was damaged from rubbing on differential mix chamber. The fse replaced the tubing to resolve the leak issue. The fse replaced the retic transfer pump and the pump connector after confirming the fluid leaked damaged the retic random access memory (ram) module. The fse verified the instrument and the instrument was returned to normal operation. (B)(4).